Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed unique device identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure involving the implant of a pacemaker device, the healthcare professional (hcp) expressed a preference against programming using the rhythmiq algorithm due to its capability to create 'short-long-short intervals,' which the hcp felt could be proarrhythmic, particularly in patients with prolonged qt intervals or those on medications that extend qt duration. The hcp recounted instances where two patients experienced ventricular fibrillation (vf) linked to the rhythmiq algorithm. However, the hcp noted that the incidents occurred some time ago during their medical training, and additional details regarding the patients and/or devices were not available.